Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went into urinary retention during the first 16 hours of their test. It was stated the doctor used a catheter to drain their bladder and after the one time catheter use the patient went out of retention and was able to void on their own again. The patient¿s status was reported as no injury.